Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection and gravity testing was performed. During the gravity test it was identified that the set was leaking through a hole at the end of the millipore filter. The cause of the hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from its filter. This occurred during priming with normal saline. There was no patient involvement. No additional information is available.